Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable thresholds, oversensing noise and intermittent undersensing of the r waves. The right atrial (ra) lead exhibited low impedance. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.